Event description:
It was reported that this right ventricular (rv) lead was presenting loss of capture with asystole greater than 2 seconds. The loss of capture was suspected to be caused by dislodgement. The dislodgment was then confirmed via x-ray. As a result, the physician decided to reposition the lead; the lead was tunneled from the right side but it was not long enough, which cause it to dislodge again. As a result, the physician decided to implant a longer lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was presenting loss of capture with asystole greater than 2 seconds. The loss of capture was suspected to be caused by dislodgement. The dislodgment was then confirmed via x-ray. As a result, the physician decided to reposition the lead; the lead was tunneled from the right side but it was not long enough, which cause it to dislodge again. As a result, the physician decided to implant a longer lead. No additional adverse patient effects were reported.